Event description:
It was reported that when using the bd pyxis¿ medstation¿ es most of the drawers were jammed closed. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-oct-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, it was determined that the drawers in the station were failed and jammed. A field service engineer assisted the customer with recovering failed pockets in the half height drawer 3.1. The system functioned as intended after the field service engineer assisted the customer to resolve the issue.